Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported the right ventricular (rv) lead exhibited an increase in threshold measurements and a pacing impedance measurement of 1782 ohms (within range) on this cardiac resynchronization therapy defibrillator (crt-d). The health care professional (hcp) consulted technical services (ts) asking why there was no rv intrinsic measurement, even though the patient has an underlying rate. Ts advised the programming choice appears to be delivering rv pacing even if the intrinsic beat is sensed, this is causing the intrinsic amplitude test to be unable to perform the measurement. Ts provided troubleshooting and device optimization recommendations. No further assistance was requested at this time. No adverse patient effects were reported. This rv lead and device remain in service.

Event description:
It was reported the right ventricular (rv) lead exhibited an increase in threshold measurements and a pacing impedance measurement of 1782 ohms (within range) on this cardiac resynchronization therapy defibrillator (crt-d). The health care professional (hcp) consulted technical services (ts) asking why there was no rv intrinsic measurement, even though the patient has an underlying rate. Ts advised the programming choice appears to be delivering rv pacing even if the intrinsic beat is sensed, this is causing the intrinsic amplitude test to be unable to perform the measurement. Ts provided troubleshooting and device optimization recommendations. No further assistance was requested at this time. No adverse patient effects were reported. This rv lead and device remain in service.